Event description:
This event became known to a company rep in (B)(6). They were contacted by the hosp manager to identify the origin of a wire that was provided by a pt. The origin of the wire is unk. The affiliate office stated the wire does not appear to belong to any of the referenced arrow products. The hosp manager has asked if we could assist by analyzing the wire and confirming it did not belong to any of our products. The pt had been operated on at the hosp some time back, was presenting with bad sinusitis. On investigation by an ent surgeon, and by way of x-ray, it was established that the pt had a 27cm wire lodged in his sinus passage, tracking down to the neck tissue. The piece was removed.

Manufacturer narrative:
(B)(4).